Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between may 28 - 29, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix 1000 ml eva tpn bags had foreign material in an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information is available.